Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an attempted implant, high pacing impedance and high capture thresholds were observed on the right ventricular lead. The rv lead was replaced. The patient was fine and stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section d4 - the previously reported serial number: (B)(6) was incorrect; the correct serial number is (B)(6).